Event description:
Reporter applied patch to her back and wore for about 3 1/2 hrs in 2007. Patch was removed after it felt hotter and uncomfortable. Her sister then removed the patch from her back to find that skin had been burned from the patch with some skin still attached to the patch. She began to treat the burns with neosporin ointment and covered with bandage. She saw her doctor on three days later, and he diagnosed area as second degree burn. Doctor prescribed silvadene cream and darvocet for pain. The area is healing now. Consumer added that she gave the rest of the patches away and no one else had problems with them.